Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the reported failure. Per failure analysis (fa): the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The cut test was performed and passed. The scissors did cut cleanly through .006" latex. Additional findings not reported by site found the instrument had the main tube broken, which could lead to missing main tube fibers. Root cause of this failure is attributed to the user.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors did not turn well and was blocked and doing strange movements. The procedure was completed with no reported injury.